Event description:
There have been at least 28 corrective work orders against this system (n558031). The most recent call was placed to misd on june 13th. This problem is: images delayed when pressing foot pedal & x-ray continues post release of foot pedal. Case#: (B)(4). I have concerns about the statement in this service request about the x-ray continuing after release of foot peddle. System purchased/installed around july 2023 with on-site education to team. System initially running smoothly, however fairly soon after this, we started noting software glitches, images not forwarding over to pacs, and blackouts. We engaged dornier and they sent team members to come assist. After the first of the year, we really started noting challenges with it and escalations were made. Dornier felt that it was operator error, so they sent team members back in here to provide additional education. Truthfully, some of the concerns were operator error, but those have been addressed since that time. The issues with the not crossing over to pacs, error messages, and blacking out causing a system reboot to occur in order to continue with the case remained. Dornier kept saying that it was a software issue and they would provide a fix. Unfortunately, this has not occurred and the issues still persist.